Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to a keypad with a delayed response. The symptom was experienced during evaluation and found to be caused by a failing u4 on the processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum infusion pump, the keypad had a delayed response. There was no patient involvement.